Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4). The investigation consists of onsite findings of our field service engineer (fse) and an evaluation of logs from the ventilator. The fse examined the ventilator and found no fault. It passed all tests. The ventilator¿s logs were downloaded and it was returned to service. The evaluation of logs confirms the reported occurrence. This evaluation shows that a patient circuit test of the ventilator was started the evening prior to the day of the event and it was successful but instead of setting the ventilator into the standby mode as normally is done, the ventilator was left in the patient circuit test pre-use check (puc) process until the following morning. During the time the ventilator was left in the patient circuit test puc process, data communication was still ongoing and during this time a crush in the breathing subsystem puc process occurred. This crush wasn¿t visible to the user who visualized the ventilator in standby after a successful patient circuit test and went ahead to start ventilation but the breathing subsystem was stuck due to the crush. The ventilator gave an apnea alarm followed by respiratory rate low and peep low alarms which all indicate that no ventilation was ongoing. The cause was a crush of the breathing subsystem during the patient circuit test puc process and it is sw related. The turning off of the ventilator and the turning on corrected the issue which explains why it was not reproduced. This rare occurrence is puc related and has been corrected in the currently available sw.

Event description:
It was reported that after connecting the ventilator to the patient an apnea alarm was generated soon after start of ventilation and the manual breath button would not work. The ventilator was not ventilating. The patient circuit was checked for leaks with nothing discovered. The ventilator was replaced with another one of the same model using the same patient circuit and settings and the replacement ventilated without incident. There was no patient harm. (B)(4).